Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Customer's blood glucose level was 181 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge issue was not verified and a failure related to the cartridge change error issue was identified. (B)(4).

Event description:
It was reported that a cartridge change error occurred.